Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the dermatome is taking a large piece out and it's getting stuck/jammed. Product in contact with the patient; however, no patient injury reported and the event did not lead to surgical delay. No further information provided.

Manufacturer narrative:
Integra has completed their internal investigation on june 20, 2017. Results: evaluation of returned device; investigation site received dermatome hand piece and power supply 1-9336 without the guard, also received the 1¿,2¿,3¿,4¿ width clips and a screwdriver. This unit is 13.9 years old (past end of life age) and was in service 2.6 years (excessive time in service). The hand piece passed the pre-evaluation function test with major external assembly damage noted during the evaluation. Head, motor case, motor casting and end cap are scratched with impact damage. During the evaluation, many of the internal assemblies were found worn including the motor. The head assembly was found in-tolerance on all calibration points but the blade bed and gauge bar are damaged. Old style parts include the eccentric rod assembly and the power supply, many of the external assemblies (head, motor casting, motor case) are old style parts but were rejected due to impact damage. Investigators could not duplicate complaint by taking a graft and the head calibration was found in-tolerance. It¿s possible the old style, worn, and damaged width clips could have caused the problem, all width clips failed inspection. Dermatome failure due to age, time is service, and end-user abuse/mishandling. DHR review; no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. Complaints history; a two year lookback from 06/14/2015 to 06/14/2017 for this reported failure using key words "jammed " and "uneven" for product ID 3539250 shows that 1 complaint was received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: although the calibration was found in tolerance the damage to the head, blade bed, and width clips could cause graft issues. Could not confirm complaint by taking graft, with the damage to the leading edge and the use of old, out of spec width clips it¿s possible the graft would be thicker then desired. This unit is 13+ years old and has been in service for 2.6 years with extremely worn assemblies and impact damage to all external parts. End-user abuse and excessive time in service.